Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was removed from service due to oversensing and inappropriate therapy. In addition, loss of capture was noted with deep inspirations. A new rate sensing lead was implanted.